Manufacturer narrative:
Baxter's prod surveillance dept has reviewed proper procedures with the home pt's nurse.

Event description:
A home pt contacted baxter's technical svc center regarding a sys error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of his automated peritoneal dialysis therapy. Per initial report, the home pt connected after initiating the initial drain. Baxter's technical svc center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.